Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883520, gd882647, gd881565 with no defects noted. The cause of the peritonitis was the patient's medical condition, gi bleeding. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis, gi bleed twice and bowel problem in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unknown date, the patient experienced peritonitis. It was unknown to the consumer whether a peritoneal effluent culture was performed. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was discharged. Upon a follow-up call with the nurse, the nurse reported the following. On unreported dates, the patient experienced gi bleed twice and a bowel problem which the nurse reports have been sources of the patient's cases of peritonitis. Per follow up with the nurse, the patient was hospitalized on (B)(6) 2011 and discharged on (B)(6) 2011. Treatment information was not reported. At the time of this report, the patient was recovering. It was not reported whether dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the events of gi bleed twice and bowel problem.